Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open sore on her back underneath one of the therapy electrodes. The patient reported that she had a metal allergy. The patient's doctor advised the patient to use hydrocortisone on the irritation, and a nurse practitioner recommended that the patient remove the lifevest to allow the irritation to heal. Multiple attempts to follow-up with the patient were unsuccessful. The medical outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Initial: a us distributor reported that a patient had developed an open sore on her back underneath one of the therapy electrodes. The patient reported that she had a metal allergy. The patient's doctor advised the patient to use hydrocortisone on the irritation, and a nurse practitioner recommended that the patient remove the lifevest to allow the irritation to heal. Multiple attempts to follow-up with the patient were unsuccessful. The medical outcome of the irritation is unknown. Follow- up (additional information): a us distributor reported that the patient had a pressure sore on her back. The patient reported that she had a metal allergy. The patient also reported that this sore was the same one that was reported back in september. The patient removed the lifevest, used over the counter triple antibiotic ointment on the sore, and reported that the sore healed. The patient confirmed she is not wearing the lifevest and is awaiting doctor's approval to end use.